Event description:
Received a report from a company representative of a death involving a patient with a lap-band system. Follow up with the surgeon note this patient died of sepsis secondary to a perforated reichter's hernia five days after placement of the lap-band system. The surgeon said this patient's death was not device related and that there was no malfunction of the lap-band system. The hernia occurred at a trocar site used for instrumentation assisting in the laparoscopic surgery. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Inamed corporation has requested that the reporter return the product for analysis if it becomes available. Visual examination may confirm or determine another connector type associated with this report. Additionally we have asked for the product serial number. This information has not as of yet been received by inamed. Inamed corporation does not have access to an autopsy report at this time. We have requested an autopsy report if an autopsy was performed. If we are able to obtain a report and there is any additional information we will forward via a supplemental medwatch report. Device labeling: caution: laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur.